Event description:
First set of contact lens destroyed by unit when the unit failed to turn off. MFR agreed it was bad unit and replaced lens. Replacement unit caused lens to shatter. Lens replaced by consumer. Third lens chipped by unit. MFR denies liability. Consumer's specific problem is the system is degrading the consumer's lenses and causing them to prematurely fail. Consumer's last set of toric lenses lasted two years plus).